Event description:
Balloon rupture. The balloon burst at the end of the operation. The surgeon finished the intervention. Patient is reported to be well post surgery.

Manufacturer narrative:
The device balloon was visually inspected under 10x magnification, and it is confirmed that the balloon has burst. The edges of the burst are ragged and inconsistent in wall thickness. These devices are visually and functionally tested 100% prior to packaging. Water was introduced through all of the device lumens, and there are no defects detected.